Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed low battery alert less than one week. Customer's blood glucose levels were not included in the report. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected low battery alarm was noted during testing. Detailed trace confirmed that no low battery alarm was noted. The microtimer functioned properly. The insulin pump was received with minor scratches on the display window, cracked battery tube threads and a scratched case.